Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the allegation against the communicator was not determined. The communicator was pest infested. The communicator was returned in a condition that made analysis impossible therefore analysis was unable to confirm the observations.

Event description:
Boston scientific received information that a lightning hit the communicator and the communicator blew out the phone lines. The clinic requested a return label to be sent to the clinic. The communicator is out of service. No adverse patient effects were reported.